Event description:
Procedure type: laparoscopic hernia. According to the reporter: the shaft of the device was used to push away tissue. The next time the cautery was used, it caused a burn injury to the gallbladder and the liver. Tissue damage was reported on gallbladder. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. Pt status: fine.

Manufacturer narrative:
(B)(4).